Event description:
Customer reports that these needles "very difficult to remove safely without engaging safety." Customer has been using the safestep huber needles previously, is asking if there is a difference between the two devices when removing from the ivad that could be contributing to these challenges. Customer states this is not causing unexpected or prolonged care.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was completely detached from the needle and was received loose. Microscopic inspection of the sample revealed that the metal sleeve was missing from the safety plate assembly. The yellow plastic collar did not exhibit significant deformation. The missing metal sleeve caused the observed safety mechanism detachment. The lack of plastic collar deformation suggested that the metal sleeve was omitted during device assembly. The device is a supplied component and the supplier has been notified of this event.

Event description:
Customer reports that these needles "very difficult to remove safely without engaging safety." Customer has been using the safestep huber needles previously, is asking if there is a difference between the two devices when removing from the ivad that could be contributing to these challenges. Customer states this is not causing unexpected or prolonged care. Additional information received: customer reported no patient harm.